Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 3300tfx21mm underwent a valve-in-valve procedure after an implant duration of approximately nine (9) years and three (3) months due to degeneration leading to severe stenosis. A 23mm sapien 3 transcatheter valve was implanted within the edwards surgical device. The procedure ended successfully. As reported, the patient presented at hospital six (6) months earlier with dyspnea and peripheral edema..

Manufacturer narrative:
H11: corrected data: corrected section h6 (component codes, type of investigation, investigation findings).

Event description:
Additional information received: the patient outcome was noted as very good.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections a2, b5, e1 (first name, last name), e3.